Event description:
Additional info received from MFR on06/09/1998: disposable complaint evaluation procedure including, visual inspection, leak testing, mechanical inspection, performance test. Unable to confirm the failure reported. No further action identified due to inability to confirm the failure reported. The device was returned and evaluated.